Event description:
It was reported that the rv lead was capped due to an apparent fracture that caused the patient to become dizzy and symptomatic. No further patient complications were reported as a result of this event.